Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part # 03.812.004, lot # 9830319. Manufacturing location: (B)(4), manufacturing date: mar 31, 2016. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, during the preoperative demonstration for nurses, our sales-rep assembled the outer-shafts and the two (2) applicator knobs. Then, inserted an inner-shaft and trial-implant (7mm, 8mm, 9mm, 15mm /each lot #; unknown), and the knobs were turned to ¿close¿ direction. After that, when a security ring was downed and the knobs were turned to ¿open¿ direction (2 turns) to detach a trial-implant, the knobs were stuck and did not move. No patient involvement was reported. Concomitant device: applicator outer shaft (part 03.812.001 lot 9366551, quantity 1). Applicator outer shaft (part 03.812.001 lot 8368719, quantity 1). This report is for one (1) applicator knob. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
The manufacturing investigation results are as follows. The applicator knob was received for manufacturing investigation. The device was received in used condition with slight traces of the inside thread visible on the flanks. During manufacturing investigation the applicator knob was tested with applicator outer shaft and functional gauge, which simulates applicator inner shaft that were also returned. Attaching and detaching of functional gage by turning on the applicator knob was possible without any malfunction. The left-hand thread m16x1.5-6h/lh of the applicator knob was tested by a thread plug gauge. The part passed the test without any deviation. The malfunction as described was not replicable. Lack of lubrication could be a possible cause. Slight traces on the thread flanks of m16x1.5-6h/lh are visible with a magnifying glass. Rough surface on approx. Two thread flanks could be a sign that thread was seized-up. This would explain the malfunction as it is described under reported issue. After reprocessing moveable parts like threads must be lubricated, according to cleaning and sterilization instructions. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, no diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.